Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Logs from the event date showed minimal power cycling activity. Logs from the event date and prior showed no signs of device or battery shutdown based on the customer report. The device was functionally tested including power cycling and bench testing with no fault found. The battery was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.